Manufacturer narrative:
(B)(4). The customer returned the pump for alleged cybersecurity - hacking allegation found on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches.the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and small dents on the retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump passed the functional testing. Cybersecurity - hacking allegation customer concern: pt received 6.9 units of bolus while he was sleeping there a delivery around 11:07pm pt woke up too low because of that dop114-980doc: cybersecurity assessment cybersecurity and/or hacking allegation: 0.0873. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose levels at the time of incident was 43 mg/dl. Customer was treated with food. It was unknown about auto mode feature was active or not at time of event. Customer reported cyber security allegation related to high and low blood glucose event. No further patient complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received from the product analysis team, that information was provided in h10 section with the summary. The customer returned the pump for alleged cybersecurity - hacking allegation found on 30-oct-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and small dents on the retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Date: (B)(6), 2023 who: (B)(6) software engineer r&d details: based on a review of pump history, pump_history_11-14-2022_10-55.txt, the 6.9 bolus that was programmed on october 30, 2022, at 11:07 pm was initiated via the bolus wizard on the pump. Investigation has determined the pump performed as expected. Is this a confirmed breach? No rationale: 6.9 bolus that was programmed on october 30, 2022, at 11:07 pm was initiated via the bolus wizard on the pump. The pump passed the functional testing. Cybersecurity - hacking allegation not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.